Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet subsequent to undergoing an MRI. Revision surgery is planned but this has not taken place as of the date of this report, october 22, 2015.